Event description:
This ICD was not implanted due to oversensing. A new ovatio was implanted successfully. Note: this was not reported until june 2, 2010.

Event description:
This ICD was not implanted due to oversensing. A new ovatio was implanted successfully. Note: this was not reported until june 2, 2010.

Manufacturer narrative:
(B)(4)a response from the manufacturer is pending. (B)(4) since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. No conclusion can be drawn since oversensing is a well-known complication of cardiac pacing/defibrillation systems. (B)(4): device was disposed of.

Manufacturer narrative:
(B) (4)a response from the manufacturer is pending. Device was disposed of.